Event description:
The customer's wife reported that her husband received an error message on his precision xtra meter. In addition, the customer's wife stated that he lost consciousness and has been experiencing symptoms such as shakiness, diaphoresis and sleepiness for 2 months. The customer was diagnosed with severe hyperglycemia and took metformin, glyburide, and insulin to counteract the medical event, but it is unknown which medical facility he went to. It is also unknown if the error message was occurring at the same time as the medical event. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.